Event description:
The customer reported having unexplained high blood glucose of 300mg/dl, and he has treated with two bolus of 6.0 units before calling. Troubleshooting was performed. The time, date, and settings were correct. The customer believes the basal is not working and he is not comfortable with the device. Performed a high pressure test and the insulin pump alarmed motor error. Assisted the customer to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test, verify error alarm in alarm history screen or test for basal anomaly due to prime/fill anomaly. The insulin pump passed displacement test. The insulin pump had a scratched display window. Motor passed motor test.